Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette was found to be leaking from the filter in the extension tubing when the patient brought it home. From the duration that the pump was found to be leaking, to the time he returned to the clinic to disconnect the pump, it was discovered that about 52ml of the drug (blinatumumab) had leaked. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other text: additional information d5,h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received without the original package. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. During the functional testing, the sample was tested for leaks by passing water through it; no leak was detected. The complaint was not confirmed. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected., corrected data: d1